Event description:
It was reported that there was brown sediment in the tubing of a clearlink extension set. This was noted after infusion of nexterone (baxter product). The reporter stated that the particulate matter was located in the tubing, between the connection to the patient and the filter. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.